Event description:
The customer reported that the usb port of their device was broken, preventing the pump from starting or charging despite trying multiple cables. There was no information on any impact to the customer's blood glucose level. A replacement pump with a different serial number was arranged.